Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at 4 atms. The lesion being treated was heavily calcified. No patient injuries or complications were reported. Patient status is reported as 'good'. (Same procedure as MFR's report #6000093-2003-00391)